Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station stuck on windows update reboot. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck during a windows update and did not proceed to launch the application. A field service engineer reimaged the station to version 1.7.4 and updated station information in remote support service (rss). The previous rss component manager was removed and reinstalled to restore remote connectivity. Eset was installed, credential management and date and time settings were adjusted, and a data sync was completed. The application was successfully auto launched, confirming normal operation. The system functioned as intended after the field service engineer troubleshot the device.